Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized with a blood glucose reading of 700 mg/dl. Customer's blood glucose reading was 378 mg/dl an hour prior to call. Customer was treated with IV and then manual injection during hospitalization. Customer's parent reported that the insulin pump alarmed button error after battery has been removed and reset the insulin pump. Customer was brought to the hospital after he started throwing up. Customer was discharged from the hospital after two days. Customer's parent reported that the insulin pump was exposed to humidity and moisture that could have led to button error. Button error troubleshooting was performed and confirmed that time is advancing. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.